Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided the controller serial number along with their weight at the time of the event. No additional information regarding the event was received.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device and an implantable neurostimulator (ins). The reason for call was the night before last, pt was charging ins when charging stopped, controller indicated battery needed to be changed, and the controller screen went white. Pt states he reset controller which resolved screen issue, but stimulation had turned off and pt cannot turn stim back on. It was reviewed that the ins was likely depleted causing stimulation to turn off, and reviewed with pt how to turn stim back on. Pt initially stated controller would not connect to ins saying "no device found". Pt connected recharger and was able to connect confirming controller and ins were 100% charged. Assisted pt to turn therapy on, pt indicated he did not know how to do this. Pt disconnected the recharger and confirmed controller connected to ins without the recharger attached. The troubleshooting steps that were taken on the call resolved the issue.